Manufacturer narrative:
The samples were received for evaluation. A visual inspection revealed that the middle port of all bags was cut off by the customer most probably to drain the bags. The bags were inflated with air and leak tested under water no leak was identified from the three bags. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during unloading from the isolator of a compounded batch the shift leader found three (3) leaking 3000ml eva tpn bags. The bags were leaking from the connection between twist-off and port tube. There was no patient involvement. No additional information is available.